Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. An adjustment was made to the tabletop. No report of patient involvement. (B)(4).

Event description:
The hospital reported the flush valve was sticking open. There was no report of patient involvement.